Manufacturer narrative:
Batch review performed on 07 july 2025. Must lt 03.59.025 must lt 15mm long - pedicle screw ø6x45 cann lot 2323299: (B)(4) items manufactured and released on 23-may-2023. Expiration date: 26-april-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional components involved: batch review performed on 07 july 2025 must lt 03.59.025 must lt 15mm long - pedicle screw ø6x45 cann (k203482) lot 2324236 x2 : (B)(4) items manufactured and released on 29-aug-2023. Expiration date: 14-aug-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review (2 devices involved in this complaint). Batch review performed on 07 july 2025 must lt 03.59.035 must lt 15mm long - pedicle screw ø7x45 cann (k203482) lot 2326318 x2 : (B)(4) items manufactured and released on 21-sept-2023. Expiration date: 28-aug-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review (2 devices involved in this complaint). Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 1 year and 2 months from the primary surgery, the patient came in reporting back pain. Surgeon removed two right-side screws and added bone graft. Surgery was completed successfully.